Manufacturer narrative:
New information: a4, a5, a6, d4 lot number, d4 expiration date, e4, h10. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of high reflected power warning message and probe ceramic tip was fractured and detached could not be confirmed since no probe complaint sample was returned (an no picture was provided). Without receiving product for evaluation a definitive root cause for this event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device: - prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions: - avoid placing lateral forces on the applicator tip during placement or removal. - always use the lowest power and shortest time necessary to achieve the targeted ablation. - each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. - inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: - inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with a 19cm solero applicator. Prior to the procedure, the applicator was successfully tested at 60 watts for 10 seconds. The applicator was percutaneously placed and the unit was set at 140 watts for 6 minutes. The needle was advanced easily using a straight path through the abdominal wall into the lesion without torquing or manipulating the needle around any structures. There was also no resistance in removing the applicator to remove the needle from the body. No adjunct tools were used. The applicator failed and the ablation was halted at 30 seconds into the single ablation of the renal mass. A "high reflected power" message had displayed. It was noted at that time the tip had detached and was retained. It was determined to not continue with the procedure and the patient was scheduled for a partial nephrectomy to remove the lesion and the tip. The doctor has performed hundreds of mw procedures for many years.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).